Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Device found to have no image and led flashing. Product will be scrapped from service.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium su, lopro s4, the window of the glidescope monitor showed a picture as if the blade wasn't connected when it was. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.